Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced. Attempts to obtain additional information regarding this case were not successful. No additional adverse patient effects were reported.